Manufacturer narrative:
Core lab review of CT imaging from 24-oct-2020 and 26-oct-2021 report no endoleak was identified. No aortic enlargement or stent ring enlargement was observed and stent fractures were non evaluable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: core lab review of imaging from on (B)(6) 2021 reports a type ib endoleak was observed. No stent ring enlargement was noted. Aortic enlargement of +22.9mm was observed. Observations for stent fracture was noted as non-evaluable. These images were compared to imaging taken on (B)(6) 2019. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information received: the order in which the valiant navion grafts were implanted are as follows: most proximal - vnmf3737c59te, second proximal - vnmf3737c174te, third proximal - vnmc4343c175te and most distal - vnmc4343c95te. The physician clarified that a ''kind of enlargement of the endograft was observed but cannot confirm which endograft. Correction to previously submitted regulatory rep # 9612164-2021-04603: additional information on core lab review retracted as not applicable to this patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: v nmc4343c95te, serial/lot #: (B)(4), ubd: 25-jul-2020, UDI#: (B)(4); product ID: vnmf3737c59te, serial/lot #: (B)(4), ubd: 13-aug-2020, UDI#: (B)(4); product ID: vnmf3737c174te, serial/lot #: (B)(4), ubd: 09-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted during the endovascular treatment of a thoracic aortic aneurysm. It was reported approximately 19 months post the index procedure, follow up imaging identified the sac has increased in diameter,from 46mm to 64mm. The nominal diameter of the aorta was also now noted to be the same as the size of the stent implanted. On (B)(6) 2021 intervention was completed. A valiant captivia stent graft was implanted inside the valiant navion. Per the physician the cause of the increase in diameter was something to be expected given the patient's initial clinical condition but that this occurred earlier than expected. The physician elected to intervene to prevent migration of the initial prosthesis due to the lack of oversizing. No additional clinical sequalae was provided and the patient is fine.